Manufacturer narrative:
The insulin pump had intermittent act, down and up button response due to corroded keypad traces. No display anomaly was noted. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had a keypad anomaly. The customer stated that the numbers started ramping up on their own. The customer's blood glucose level was 103 mg/dl. Standard troubleshooting was performed. The customer kept the insulin pump in her bra. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.